Manufacturer narrative:
Since this event resulted in a serious injury, it is reportable per 21 cfr part 803.

Event description:
Patient reported they have provided a letter of recommendation. The letter stated that the exam of the patient shows posterior open bite, malocclusion, bite uneven. Patient to stop treatment and referred to orthodontist. This is a contraindicated patient.

Manufacturer narrative:
A DHR review was conducted with no discrepancies noted.